Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience lightheadedness, sores on nostrils, nasal and throat irritation/soreness. The patient did receive medical intervention through testing and being prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information lightheadedness, sores on nostrils, nasal and throat irritation/soreness. There was no report of serious or permanent harm or injury. The patient received medical intervention in the form of antibiotics. The reported event of nasal and eye infections and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as a non-serious as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. 9745.5 blower hours and 9696.4 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 9745.5 machine hours were logged.the dust/dirt contamination found on the bottom casing, on the blower box, and on the motor casing/impellers was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots were found on the inside of the blower box suggesting water ingress. Slight black contamination was found at the blower seal of the blower box. Pil is unable to confirm the complaints of black particles in water. Pil can confirm the presence of contamination in the airpath. Pil can confirm that there is evidence of water ingress into the blower box assembly. The manufacturer concludes the contamination found was consistent with keratin. There was no evidence of sound abatement foam degradation found within the device. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, medical device code, type of investigation findings and investigation conclusions has been updated.